Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an infection. Additional information indicated that the lead was sent for cultures and would not be returned for analysis.